Manufacturer narrative:
The initial complaint was reviewed and reportability changed from a serious injury/reportable malfunction to no product failure indicated. Additional information received from sales consultant confirmed that the complained devices are not synthes devices. They are from a different unknown manufacturer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown tibia nail. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown, explant is scheduled for (B)(6) 2017 but has not yet occurred. It is not known if device will be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is scheduled for a total hardware removal on (B)(6) 2017 due to prominence. The initial surgery was performed on unknown date. X-rays taken on unknown date for unknown reasons show that the solid tibial nail is prominent and sticking up proximally. The x-ray shows one solid tibial nail, two distal interlocking screws, and two proximal interlocking screws. It appears that the fracture healed. It is unknown if patient reported any adverse events. The patient will not be revised to any other implants. Concomitant medical products: distal interlocking screws (part number unknown, lot number unknown, quantity 2); proximal interlocking screws (part number unknown, lot number unknown, quantity 2). This report is for one (1) unknown solid tibial nail this is report 1 of 1 for (B)(4).